Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was originally implanted in a spot that when lying down caused pain and discomfort. The patient underwent a pocket revision procedure wherein the ipg was relocated laterally. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure.